Event description:
On 07/01/10, hitachi received a report from a site that they had a complaint that the hitachi echelon MRI system was too loud. The patient, scanned on (B)(6)2010, claimed that he suffered ringing in both ears since the exam. The patient called the site to complain on (B)(6)2010. The patient did not use earplugs or another form of hearing protection. The site reported that the exam lasted approximately 20 minutes. The patient stated that he intended to see a specialist regarding his condition.

Manufacturer narrative:
Hitachi service performed an acoustic test on the echelon on (B)(6)2010 using the same receive coil and scan protocols used on the patient. A review of the patient data indicated the exam lasted between 25 and 30 minutes. Average noise varied in a range of 96.6 to 100 dba. The 100 dba level occurred for approximately 9 minutes of the exam. Peak noise varied from 107.8 to 111.8 db. The levels were within the product specification limits. Echelon user manuals indicate that hearing protection is required in all cases. The site reported on (B)(6)2010 that they had placed a follow-up call to the patient to determine if the ringing was temporary. The patient stated that the ringing had persisted in one ear, but he had not seen a doctor as planned.